Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The plastic handle was cracked at the shaft connection point, rendering the device inoperable. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. The fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, handle cracked while being used. Nothing got in patient as a result of the cracked handle. No harm to patient or staff. No procedural delays. Smith & nephew back up was available if needed. By reviewing the historical data, it was found that an event with similar failure mode triggered to a serious injury.